Event description:
It was reported that the screen o quick bolus button has stopped working. The device turns on when plugged into a power source. The customer reports high blood sugars because it has been a while since he's had to use multiple daily injections.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.